Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Visual examination revealed the pilot balloon was torn away from the inflation line. The inflation was narrowed and 10cm longer than an unused inflation line indicative of an inflation line that has been stretched to the breaking point. It should be noted that the product did not become deflated until three days after placement. Our quality personnel determined the damage was caused during customer use.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 3 days in situ. Replacement was required. No incident related medical sequelae was reported.